Event description:
Caller alleged inaccuracy with inratio. Results as follows: inratio: 6.3, lab: 2.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2007, inratio 6.3, lab 2.0, mean 4.2, confidence limits 2.4 - 6.1. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are not within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time. In-house retains strips lot 060613 were tested using therapeutic blood from two donors. The acceptance criteria is as follows: if the mla inr is less than 2.0, then the allowable difference between the inratio inrs and the mla inr shall be +/- 0.5. If the mla inr is 2.0 - 4.5, then the allowable difference between the inratio inrs and the mla inr shall be +/- 1.0. The test results of retains strips lots 060613 done 2 weeks prior are as follows: patient 1: lot 060613 - 2.1/ 2.2, mla inr - 2.6/2.6, difference - -0.5/-0.4, result - pass/pass. Patient 2: lot 060613 -2.7/3.0/2.7, mla inr 2.7/2.7/2.7, difference - 0.0/0.3/0.0, results -pass/pass. Based on the above test results, retained lot 060613 meets the criteria for strip accuracy.